Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a technical support engineer (tse) was contacted after staff performed two restarts and subsequently received a message that the boom was disabled. A message from the system also indicated that the robot was "running on battery." The tse guided a full power cycle and an emergency power off (epo) of the entire system. Following this, messages appeared stating that the robot was not connected. The tse confirmed there was no visible damage to the robot boom and instructed another system power down and epo of the system. The tse also guided cleaning of the fiber cables with a can of compressed air. Despite these actions, the system continued to display a message that the robot was not connected upon powering on. The procedure was aborted with no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was cancelled prior to port placement and patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed and replaced usm to solve issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed, and the reported problem was confirmed but not replicated. At the time of the complaint, this unit was triggering errors 319, 25732, 32126, 32097 and other communication related errors on multiple nodes. During failure analysis, the unit was able to pass fiber test, 15 min sine cycle on the patient side cart (psc) fixture test platform (pftp) and 5 times power cycles on the system. Visual inspection did not find any factors that could have contributed to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a faulty field replaceable unit (fru) connector pogo-pin (fcp) connector, fcp harness or axes controller, arm (aca) printed circuit assembly (pca).